Event description:
It was reported to philips that the charging cable of the wireless footswitch was defective. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use at the time of the reported event and the procedure was completed as planned. A philips remote service engineer (rse) connected with the customer remotely and confirmed the reported problem. The rse stated the customer admitted the wireless footswitch (wfs) charging cable was accidentally damaged by a user; there was no system failure that had occurred. A new charger for the wfs was ordered/shipped to the customer. No onsite service was performed by philips. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no reported system malfunction in this case and the customer had accidentally damaged the wireless footswitch charger. Philips has re-evaluated this case as not reportable. The codes were updated based on the investigation outcome.